Event description:
Delay of therapy during alarm condition reported. The customer reported that air in line alarms occurred on a set that was in use for 24 hours. There were no reports of patient harm. The alarms occurred in an area of the hospital that was not a critical care area. Additional patient information was requested, but was not available.